Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend.

Event description:
On an unk date, the needle broke and a piece remained under the skin. On (B)(6) 2014, the pt went to the doctor but didn't remove the broken part. On (B)(6) 2014, the pt saw the doctor again but the doctor was not able to retrieve the broken piece. On (B)(6) 2014, the pt went back to the hosp for radiography. The broken piece could be localized but couldn't remove the needle neither. Two stitches were made.